Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range pacing impedance measurements. The patient called to confirm the device was transmitting appropriately. Technical services (ts) observed high out-of-range pacing lead impedance on the right atrial (ra) channel and referred the patient to their physician to verify if any data had been transmitted. Additionally, the patient mentioned experiencing slight pain around this device. No additional adverse patient effects were reported. This ICD remains in service.